Event description:
It was reported that the insulin pump had a bolus anomaly. The customer stated that after bolusing, the blood glucose levels remained as high as if no insulin was delivered. The caller stated that the customer was certain that a bolus had been programmed. Advised that customer that if the customer had not confirmed the units of insulin, the screen may have timed out and not delivered the bolus. The insulin pump passed the self test. Advised that the insulin pump worked as designed and advised the customer to call back if the issue persisted. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.